Event description:
It was reported that the variety of issues with stool management system but all of them are to do with the part that customer instill water in to hold it in place. One they could not inflate or instill into at all. One the water came right back out of the instillation port. One the inflation water flowed out of the reservoir into the collection bag. Two others did not specify the actual issue. Customer was unable to utilize fecal management system. Customer via email on 02jan2025, it was reported that no patient harm was reported. Staff only reported one instance of not being able to instill the water, all of the other instances the flow was unrestricted. One they could not inflate or instill into at all, one the water came right back out of the instillation port, one the inflation water flowed out of the reservoir into the collection bag. Customer was not able to identify exactly what two other issues took place. The staff just reported that the system would not stay in place and upon inspection, noted that the water was not in the system and so they replaced with a new system.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: insert the inflation cuff using a four-step process: 1) as previously stated in step 1, preparation of sms prior to insertion, ensure the retention cuff is completely deflated. 2) holding the left point of the cuff between the thumb and index finger, fold the top right point of the cuff down and to the left in a 45-degree angle, in order to create a conical shape with a leading edge for easy insertion. (Figure 4c) 3) generously coat the patients anus with lubricating jelly. 4) gently insert the cuff end through the anal sphincter until the cuff is beyond the external orifice and well inside the rectal vault. D. Inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The green inflation port has an external pilot balloon used as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation (figure 5). If the pilot balloon indicates over - or under - inflation, use the syringe to withdraw the fluid from the cuff, reposition the cuff in the rectal vault and reinflate. Ensure the inflation port remains parallel to the catheter in order to prevent kinking of the inflation lumen and blockage of injected fluid. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the variety of issues with stool management system but all of them are to do with the part that customer instill water in to hold it in place. One they could not inflate or instill into at all. One the water came right back out of the instillation port. One the inflation water flowed out of the reservoir into the collection bag. Two others did not specify the actual issue. Customer was unable to utilize fecal management system. Customer via email on 02jan2025, it was reported that no patient harm was reported. Staff only reported one instance of not being able to instill the water, all of the other instances the flow was unrestricted. One they could not inflate or instill into at all, one the water came right back out of the instillation port, one the inflation water flowed out of the reservoir into the collection bag. Customer was not able to identify exactly what two other issues took place. The staff just reported that the system would not stay in place and upon inspection, noted that the water was not in the system and so they replaced with a new system.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.